Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autoguard shielded IV catheter leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked. No serious injury or medical intervention was reported.